Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and screen hard to read. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states that insulin pump had back light was not bright as it used to be screen there are dark shade making harder to read. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.